Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while testing the external pulse generator (epg), its sensitivity was "out of spec." The epg will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was not able to confirm the customer comment that sensitivity was out of specification. The customer had opened up the device and the output connector and four case screws were missing, and this caused the generator to fail its incoming vxi testing. During bench testing the sense amp test was performed for the ventricle channel at multiple settings with no anomalies observed. It was additionally noted that the upper and lower cases were broken and contaminated, the heart wire block and heart lead flex were contaminated, the side bail covers were missing and the interconnect flex was not seated correctly in the connector. Due to the age of the generator and its length of service the device was to be scrapped in-house. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.